Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the metal post component has fractured. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C.. No information was obtained. The investigation could not draw any conclusions about the root cause of the fracture based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a broken post on the insert.